Event description:
Flashback during use melted retractable sheath and part of the insulation on cautery top. Arcing caused cautery to liver of pt involved but no adverse outcome resulted. Co rep was contacted at time of incident. Device is in possession of facilty for inspection.